Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: it was unknown whether the seizure-like symptoms were related to the device/therapy. For now the hcp plans to keep the device off, with possible explant in the future but no other intervention at this time. The cause of the ins "misfiring / malfunctioning" was not known. Patient reports that even though device is turned off, when the programmer is near them the discomfort symptoms reoccur, so they plan to keep the programmer far from patient. Regarding the swollen legs, return of symptoms, sick feeling, incontinence and hospitalization the next steps are for the patient to have a gi work-up and internal medicine evaluation. The device remains turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that physician wants to confirm the ins has been turned off, caller reports physician believes the ins has been miss fired and patient has been having seizure like symptoms, shaking in the arm, entire body tremor. Assisted caller in confirming if ins was off, caller reports ins is implanted on the left side and unable to connect the ins, no device found with the handset and communicator.

Manufacturer narrative:
Product problem selected b2 correction: hospitalization checked e3 correction: nurse h1 correction: serious injury checked b5 correction: included, "it was reported the patient was admitted to a medical center the day before the report." Included entire event description due to update to original report. H6 correction: removed imf f12, added imf f08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient was admitted to a medical center the day before the report. The physician wants to confirm the ins has been turned off, caller reports physician believes the ins has been miss fired and patient has been having seizure like symptoms, shaking in the arm, entire body tremor. Assisted caller in confirming if ins was off, caller reports ins is implanted on the left side and unable to connect the ins, no device found with the handset and communicator. Additional information was received from the patient. They repeated information from the initial call, and said the device malfunctioned and they were in the hospital. However, they were told by the healthcare provider staff that no manufacturer representative could come to the hospital to check the device. The patient said the healthcare provider was instructed how to turn stimulation off, and within a few hours, the patient started to feel better and felt even better the next day. The ins was still off. They had an appointment to see their primary care physician on (B)(6) 2021, and their managing doctor for the implant on (B)(6) 2021. With stimulation off, their symptoms had returned and they were wearing diapers again. They also mentioned that since yesterday, their legs had become swollen. They were redirected to contact the healthcare provider for medical direction, and the patient said they may go to emergency room if it did not get better. They had their feet elevated at the time of the report. The patient stated they called before the nurse called to report the issue, however, no previous calls related to this issue were able to be located. The patient also sent an email that same day to report that they were put in the hospital for the machine and that now it was turned off. It made them really sick. They noted again that they had a doctor's appointment with their doctor next week, but they thought it was more important than next week. They were really worried about it all the time now because it was still in them. They did not know who, what, or how to go about their problem and requested a call. About an hour and a half later, they emailed back that the matter was resolved.